Event description:
It was reported that a large air bubble, inside set, passed through the air-in-line detector on pump and pump did not alarm. There was no pt involvement, problem found during priming of set.